Event description:
It was reported that the pt's hip was infected. The surgeon removed rejuvenate stem, 34mm neck, 40 ceramic head 40mm liner, bone screw.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: rejuvenate strght prfit tmzf mod stem size 7, cat #nls-341600p, lot #34297201; description: uni adaptor sleeve v40 ti, cat #6519-t-100, lot #37100001; description: delta un fem hd 40mm, cat #6519-1-040, lot #37862001; description: cancellous bone screw 6.5mm, cat # 2030-6535, lot # mke5vw; description: primary tritanium hemi cluster hole cup 58mm, cat # 502-03-58f, lot # mkhvw8; description: trident 0 deg insert 40mm, cat # 623-00-40f, lot # mkeylr; description: neck trial adapter, cat # 1601-2000, lot # mhpn4y. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.